Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown triathlon knee. Additional information has been requested and if received, will be provided in the supplemental report. Device remain implanted.

Manufacturer narrative:
An event regarding infection involving a triathlon femoral component was reported. The event was confirmed. Laboratory results were reviewed by stryker sterilization sciences and determined that the reported strains of bacteria, staphylococcus aureus and morganella morganii, were not introduced via the medical devices. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot and sterile lot referenced and are in relation to the same patient for a previous infection which was determined not to be device related. Stryker sterilization sciences determined that the reported strains of bacteria, staphylococcus aureus and morganella morganii, were not introduced via the medical devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The research assistant, reported that a patient who is a subject in the triathlon outcomes study required a 9 week hospital admission for infection of their total knee replacement. The research assistant reported that the patient informed her of this event whilst arranging a 5 year follow up appointment with the participant. The research assistant reported that this event is linked to previous infection history. The research assistant reported that the participant is receiving ongoing medical monitoring which may compromise access to medical documentation and that she will compile a sae report as soon as possible.

Event description:
The research assistant, reported that a patient who is a subject in the triathlon outcomes study required a 9 week hospital admission for infection of their total knee replacement. The research assistant reported that the patient informed her of this event whilst arranging a 5 year follow up appointment with the participant. The research assistant reported that this event is linked to previous infection history. The research assistant reported that the participant is receiving ongoing medical monitoring which may compromise access to medical documentation and that she will compile a sae report as soon as possible.